Manufacturer narrative:
MDR 3003442380-2026-88861 / initial 2 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced three infusion sets had bent cannulas on (B)(6) 2026. The patient experienced high blood glucose levels of 400 mg/dl with associated dizziness.